Event description:
It was reported that the patient had a surgical procedure to replace an inflatable penile prosthesis (ipp) due to the pump being dimpled and not pumping properly. The physician suspected fluid loss. A patient outcome of expected to fully recover was reported.